Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in good physical condition; the keyboard was functional but the front label was missing. Although evidence of the customer's reported problem regarding over delivery was not identified in the pump event history log, the customer's issue was verified upon simulated use testing. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The DHR review is not applicable or relevant because this device is not an out of box failure and/or the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Based on these investigation results, the expulsor was trimmed to bring the delivery accuracy into a more nominal range and no further corrective actions will be taken at this time. Smiths medical regularly analyzes product complaint data and trends, and will take further actions accordingly.

Event description:
Distributor requested repair of an ambulatory infusion pump due to "over infused +21.4%, +21.3%, +21.29%". No patient involvement was reported.